Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for placement of an esophageal stent. During the attempted placement of the ultraflex noncovered esophageal stent, the deployment suture was not able to be fully pulled to complete the deployment. The device was removed from the patient. Upon removal of the device, bleeding was noted in the distal esophagus. Evaluation of the device by the clinican after it was removed from the patient indicated that the deployment suture was able to be activated without any noted restriction. The clinician has reported that the patient did not sustain any serious injury. The patient condition is noted as 'ok'. There is no further information available at this time regarding this event.

Manufacturer narrative:
B6, b7, d11-unknown/no information available from user facility. Section f- f10. Patient codes: 1738- bleeding/ labeled. 2563- procedure stopped/ not labeled. Device codes: 1158- failure to deploy/ not labeled. 2541- failure to disconnect/ not labeled. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference #: tw131168 / a00024536. Date filed: 20 june 06.